Event description:
Per the account, the patient was injected off-label in the tear troughs and lips in 2012 by the doctor at the facility with artefill (now branded as bellafill) and developed lumps requiring medical intervention/surgery. Surgery to remove by a different physician/facility (name unknown) was done in (B)(6) 2020. Patient relays continued puffiness under one eye per statement provided by account..

Manufacturer narrative:
Per the account, the patient was injected off-label in the tear troughs and lips in 2012 by the doctor at the facility with artefill (now branded as bellafill) and developed lumps requiring medical intervention/surgery. Surgery to remove by a different physician/facility (name unknown) was done in (B)(6) 2020. Patient relays continued puffiness under one eye per statement provided by account.. B3: date of event: per patient statement provided by the account, surgery occurred in (B)(6) 2020.. D6a: date of implant: (blank) account states ~2012.. D6b: date of explant: per patient statement provided by the account, explant occurred in (B)(6) 2020.. D8 and d9: artefill (now bellafill) dermal filler syringes are single use devices and are meant to be discarded after use. Per the artefill (now bellafill) IFU: "the syringe and any unused material should be discarded after a single treatment visit." Artefill lot numbers are unknown. Potential lots were determined based on the account's extimated injection timeframe of 2012. Lot reviews (manufacturing record review) was conducted on the potential lots with no issues noted. Note: tam has made three attempts to obtain additional information (including lot numbers) with no response. At the time of injection artefill dermal filler was indicated for the correction of nasolabial folds. As of 2014, the product was branded as bellafill dermal filler and is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.